Manufacturer narrative:
Per tandem's t:flex user guide: "humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours." No product returning for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 404 mg/dl. At the time of the report, customer's blood glucose level was 325 mg/dl. Reportedly, the customer attempted a correction using the pump. During a system check with tandem technical support; the pump and cartridge functioned as expected. It was reported that the customer would change the infusion set site and the cartridge. The cartridge had been in use for 3 days with humalog insulin.